Event description:
It was reported that during a urinary organ procedure, more than 5 clips dropped off during use. Clips were retrieved. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Device was not returned for eval.